Manufacturer narrative:
The reported event that the tip of the screwdriver hex 2.5mm elastosil handle snapped off in the screw, during a pelvic surgery could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The screwdriver was received broken at the tip. The visual examination revealed that the surface of the screwdriver has a few scratches, the plastic handle is cracked on the top, while the laser marking texts are faded. The breakage surface (tip of the screwdriver) appears to have a dull and fibrous surface with slightly rotational marks, which is commonly a result of a torsional deformation with a fatigue fracture. Most likely, during usage of the device, excessive torque was applied. Such power, in combination with hard/dense bone, and even violent moves, could definitely deform the tip of the screwdriver and lead to such a breakage. Furthermore, the broken surface has signs of torsional deformation, which match to the reported event, of breakage occurred while twisting the screwdriver. The manufacturing inspection did not indicate any malfunctions. The screwdriver was manufactured in 2014, and since then it has experienced a lot of usage, sterilization processes and transportation, and all these procedures can definitely affect the life of the device. This matches with the faded laser marking identified on the device. Please keep in mind that the instructions for proper use of the devices should be followed at all times. As per IFU (v15011): ¿ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument. [¿] only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry.¿ as per cleaning guide (l24002000): ¿stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. [¿] the instruments which are supplied in a non-sterile condition must be subjected to an appropriate cleaning and sterilization process before use. [¿] the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. This could also happen if rinsing after cleaning and/or disinfecting is insufficient.¿ if the screwdriver has not been used carefully and under appropriate cleaning conditions, it is quite possible that its integrity has been compromised, which is definitely a deviation from the specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Sales rep reported that during pelvic surgery, the isnert of the screwdriver snapped off in the screw. Unable to retrieve cause ti was flushed/leveled.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Sales rep reported that during pelvic surgery the insert of the screwdriver snapped off in the screw. Unable to retrieve cause it was flushed/leveled.